Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was severely tortuous and severely calcified. A 3.50mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during initial inflation at 8 atmospheres for 3 to 5 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient was in good condition after the procedure.

Manufacturer narrative:
(B)(6).